Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's water level alarm or light does not work. They checked the sensor with the multimeter, and it is working. Patient involvement is unknown.

Event description:
Additional information was received: customer stated that the incident happened during a preventative maintenance for the device.

Manufacturer narrative:
Evaluation codes: updated. Email is: (B)(6). Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a user error. Per complaint description "customer stated that the issue was resolved by the technician that was checking it, it did not use the appropriate tool to check the floats operation". The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. Customer stated that the issue was resolved by the technician that was checking it, it did not use the appropriate tool to check the floats operation.